Event description:
During a angiogram, the impella device was deployed. Upon repositioning, it was reported that the catheter folded back on itself and there became a separation of the distal impella pigtail from the catheter.